Event description:
Customer reported a malfunction on the pump that occurred while it was charging. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted customer with resetting the pump. Customer understood the instructions and was advised to contact support if the malfunction code appeared again; the malfunction did not recur after the reset.